Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced pump error 23, pump error 68, pump error 54 alarms. The customer reported, no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. And the customer was able to clear error and complete rewind process. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested. And customer response was, the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation, following pump error 23 as expected. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might have triggered the complaint call. Unit passed the displacement test, self test, sleep current test and active test. No pump error 68 or pump error 23 alarm noted during testing. However, adapt history recorded pump error 68 on (B)(6) 2024 at 05:21:48 and pump error 23 on (B)(6) 2024 at 05:24:54. Critical pump error 54 was also recorded on (B)(6) 2024 at 05:21:46. Per software engineer log, isolate to electronic assembly. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. No moisture damage noted during visual inspection. Unit was received with a scratched case. In conclusion no pump error alarm 54, 68 or 23 was noted during testing. However, during download history review critical pump error 54 was recorded. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.